Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins was only lasting for 4 days whereas the old device would last over a week. The caller reported that the patient was ¿having problems with it¿ two weeks after the surgery, so they had it reset (B)(6) 2018. It was reported that the patient was having pain at the implant site since implant. No further complications are anticipated.